Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative:

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, d4 (procode, UDI) and g5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d1, d2, d2b and h5 (device).

Event description:
1. Was the previous revision already reported? - previous revision is captured in (B)(4). 2. Was surgery time extended? If yes, what is the duration of the delay? - no, as this was a revision procedure there was no surgical delay. 3. Please determine what this means : (? Femoral component alignment from revision surgery) - additional information received from the product specialist 09-jun-2021: "the alignment of the femoral component from the primary surgery and subsequent revisions which have been bearing changes for instability and worn poly". 4. Have the femoral, tibial tray and patella been revised as well? Please verify. - according to the usage: only the insert was revised (129405512; lcs comp rp insert std+ 12.5mm; batch # e97by4). Refer to additional event information (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision lcs total knee replacement implanted approximately in 2008. Revised for lysis instability in approximately 2011. This report is regarding further osteolysis and instability and a bearing change to thicker lcs bearing.